Manufacturer narrative:
Updated field: h6 (type of investigation, investigation findings, component, investigation conclusions). The getinge field service engineer(fse) that noted the issue stated that the plug collided with the panel causing some minor damage. The fse replaced the ac line panel (0380-00-0553). Also, a full routine maintenance was performed on the cardiosave balloon pump as per the OEM service guidelines.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during ppm checks, the cardiosave intra-aortic balloon pump (iabp) unit's panel ac line has been damaged when the mains cable has been allowed to be retracted into the unit. There was no patient involvement.